Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. For automated endoscope reprocessor (aer) treatment, the soluscope reprocessor along with soluscope anios detergent and soluscope paa disinfectant were used. All channels were connected with tubes when the scope was set up in the aer, and rinse water quality was controlled. The scope was blow dry by filtered compressed air and stored in a simple dry cabinet. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 24 colony forming unit (cfu) of pseudomonas species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.